Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, and basic occlusion test. However the pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. There was no unexpected check settings alarm or motion sensor test failure alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call a motor error, motion sensor test failure, check settings alarm, motor position encoder error. Blood glucose at the time of incident was 136 mg/dl. Mother states that her daughters pump alarmed motor error, after changing out the set. The pump then alarmed check settings. Troubleshooting checked alarm history to verify the check settings alarm and discovered five motor error, motor position encoder error, and motion sensor test failure. Troubleshooting was able to resolve the issue. Troubleshooting was able to clear the motor error and performed a self-test. The insulin pump did pass the self-test, but will be return do to the motor position encoder error. The device will be returned for analysis.